Manufacturer narrative:
The device was not returned for evaluation. A potential failure mode could be ¿balloon cuffing¿ with a potential root cause of "incorrect balloon position length due to the balloon was not stretched after balloon position". The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage the catheter and may cause balloon to burst. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practices and applicable local, state and federal laws and regulations. Visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use."

Event description:
It was reported that the catheter was pulled out of the patient and was noted having a ridged ring around the end, which made it painful to remove for the patient. No medical intervention was reported.